Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) was fully charged when they went to the ER due to pain, and when they came back the battery had run out. Afterwards, the patient put the recharger back on the ins but it was unable to read it and connection could not be established. The patient stated that all they saw was a ¿no device found¿ error screen. It was noted that the patient went to the ER and got a myelogram of their arm, which showed that it was okay. The patient was then directed to their healthcare provider (hcp) for further discussion on ins adjustments and for possible pain shots. The patient was redirected to the repair department and a replacement recharger was requested. It was further reported on (B)(6) 2020 that the patient received the replacement recharger but was still having the same issue as before with their ins not recognizing the external devices. The patient stated that their therapy was still off because their ins battery was still dead. It was noted that the patient¿s ins was to control their arms, and since the battery went dead and was still dead during the call, they barely had use of their right arm with therapy off. The patient clarified that the original issue was that they couldn¿t charge their ins because they could only get a ¿no device found, retry/recharge¿ message. The patient stated that the new recharger was not resolving that issue and they were still getting a ¿no device found¿ screen. During the call, the patient performed passive recharge mode and was able to successfully charge their ins at excellent recharge quality and the issue was resolved. The patient further noted that they originally had program a, which worked great. The patient stated that a manufacturer representative put in a new one, program c, for them to try because they started having more neck and arm issues a few weeks prior, but after it was added they started having problems. The patient clarified that they would get a huge jolt out of nowhere that was ¿almost like shocks¿ in their arms. The patient stated that the last time they got a huge shock they were outside of a store and their ins battery had just died and that¿s when they started seeing the ¿no device found¿ screen. The patient mentioned that once they got their ins charged back up that they were not going to use program c. It was further reported that the patient was able to get their ins charged to 80% but after ten minutes the ins battery had depleted down to 0%. The patient stated that their ins and controller were currently depleted to 0%. It was advised that the patient charge the controller first and to then charge the ins back up. It was recommended that the patient should follow up with their healthcare provider (hcp) for troubleshooting if their ins was truly depleting that quickly. The patient confirmed that they saw the green light flashing above the controller screen and that they would let it charge before recharging the ins once more. The patient also added that they had been on group a and hadn¿t changed their settings, increasing or decreasing stimulation, in a couple of years. It was also mentioned that the patient¿s ins would last a week or two before they would have to recharge it. It was further reported on (B)(6) 2020 that when trying to recharge that they were having a hard time locating the ins. The patient stated that they were able to get their ins charged once to 80% and then within minutes it would shut back off. The patient further clarified that in the morning of (B)(6) 2020 they were able to charge the ins to 80% and turn stimulation on, and within ten minutes their ins would deplete to nothing and turn off, and then they started to have pain. It was confirmed that the patient had no recent trauma or falls. It was reviewed that the patient should follow up with their hcp to discuss and check their ins. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
H6: conclusion code updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
See h10.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was continuing to have recharging issues. The implantable neurostimulator was replaced on (B)(6) 2020 to resolve the issue. The patient had stated that the implantable neurostimulator had been dead for a few months.

Event description:
Additional information was received from the rep. It was reported that patient has received new products (external) but patient is still having issues and unable to charge ins. Patient has charged with passive last week and was able to get to 80% but ins drained within 10 minutes. Caller completed several passive sessions on the day of the call with his product as pt didn't bring his own today. Caller reports they have tried 2 controllers, his tablet and 3 rtms with no success. Patient services walked the caller through the disable function and we performed this 3 times while on the call. The ins would show excellent for about a minute before going to the unable to charge screen and would start the process over. It was also reported that patient experienced pain in the past when taking impedances to the point they had to stop.

Manufacturer narrative:
Continuation of d11: product ID: 97755, serial# (B)(6), product type: recharger. Product ID: 97745, serial# unknown, product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the issue was more in their left arm. The patient stated that they had no idea what caused it and that they got up one morning with all of the issues. It was noted that the cause of the shocking sensation, battery depleting rapidly, and charging/connection issues were unknown. The patient stated that they continuously tried to charge their implantable neurostimulator (ins) over several days without any luck and went to their healthcare provider (hcp) to meet with a manufacturer representative, and they tried the same but it still would not work. It was noted that the issue was not resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
See h10.

Manufacturer narrative:
H3: product ID# 97715, s/n (B)(6); was returned for analysis and subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Destructive analysis traced this to electrical leakage of a ceramic capacitor on the hybrid circuit of the implantable neurostimulator (ins), specifically the dvdd filter capacitor c37 was found to be leaking. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.